Event description:
Complainant alleged that during functional testing the device failed to detect an ECG signal via paddles or via ECG cables. Complainant indicated that there was no patient involvement in the reported malfuction.